Event description:
It was reported that the patient experienced a change in stimulation when he drives. The patient turns off his implantable neurostimulator (ins) when in his vehicle because he feels stimulation in his feet. Follow up information from the patient indicated he had no further concerns regarding his device or therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2008, explanted: na; product type: lead, product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2008, explanted: na, product type: lead, product ID: 37752, serial#: (B)(4); product type: recharger, product ID: 37743, serial#: (B)(4); product type: programmer, patient, product ID: 37743, serial#: (B)(4); product type: programmer, patient. (B)(4).